Manufacturer narrative:
Product evaluation: the product was not returned for analysis, the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported corneal haze following a lensx assisted intraocular lens (iol) implant procedure. The surgeon suspects tass and has referred the patient to a retina specialist for a possible injection.